Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred in the oncology day hospital department and involved a ext set w/chemolock¿, chemolock port¿. At the moment when the tubing was unclamped, drops (leakage) were reported between the end of the tubing and the blue chemolock terminal tip. The customer stated that this could be a possible welding defect. The nurse immediately re-clamped the tubing to stop the infusion. The adapter returned to the pharmacy and a new one was installed, primed with nacl. The treatment has been completely administered. There were no visible defaults such as any cut, tears or holes in the device. No medication used during the intervention. There were no consequences for the patient, nor for the nurse.

Manufacturer narrative:
A couple of pictures were shared by the customer where the customer is pointed to a chemolock bond. One (1) used. List #011-cl4162, ext set w/chemolock¿, chemolock port¿ was returned for evaluation. As received the chemolock port was observed not fully inserted, however, the presence of solvent through ultraviolet (uv) light was confirmed. No mating device was returned for evaluation. The sample was primed as per procedure and a leak between the chemolock port and female luer bond was confirmed. Complaints of leaks can be confirmed. The probable cause is due to an incomplete insertion between chemolock and female during the manufacturing process assembly in ensenada. A device history review (DHR) lot #13860988 was reviewed and no discrepancies, anomalies, or nonconformances were identified that might lead to the condition reported by the customer. D9 - date returned to mfg: 9/26/2024.